Event description:
The account stated that the head down function is not working and the bed doesn't have a CPR. He has isolated the siderails but the issue remains.

Manufacturer narrative:
Repairs have not been completed.